Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the reported event was caused by the defect of the charge coupled device (ccd) of the subject device, defect of the circuit board inside the connector of the subject device, defect of a video processor. If additional information becomes available, this report will be supplemented.

Event description:
The screen became black and no endoscopic image was displayed. There was no report of patient injury associated with this event.